Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately seven years, five months following the implant of this transcatheter aortic bioprosthetic valve, the patient began to experience a worsening exertional shortness of breath (sob). Approximately two weeks later, worsening bilateral peripheral edema was noted with 3+ pitting edema to the mid-thigh and a non-productive cough. Two weeks later, the patient presented with an oxygen saturation of 84 %, sob, and hypoxia. The patient was compliant with a prescribed anticoagulant medication for atrial fibrillation and had no recent changes to medication. A chest x-ray was performed and showed opacity within the right inferior hemithorax; likely representing right lower lobe pneumonia with right pleural effusion. The patient was admitted with a diagnosis of congestive heart failure (chf) and volume overload. Intravenous (IV) medications were administered, including 40 mg of diuretic and 0.4 mg of a sublingual, fast-acting vasodilator. Approximately one month, three weeks later, a blood sample was obtained and results showed the level of troponin in the bloodstream was 16 ng/l. Four days later, the patient underwent a therapeutic thoracentesis with 650 cc of pleural fluid removed. One week later, the IV diuretic medication was increased to 60 mg. Five days later, the chf and volume overload were resolved. Additional information received indicated that for an unspecified reason, the explant of the transcatheter valve was planned. This had not occurred to date. The patient was further to meet with the surgeon. No further details were available.